Manufacturer narrative:
This report is submitted on may 20, 2024.

Event description:
Per the clinic, the patient experienced no sound with the device use. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.